Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 11/03/2023. An investigation was conducted on 11/07/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw, with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaw tips were observed to be peeled back, exposing both the cold and hot jaw tips. No other visual defects were observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failures "material twisted/ bent wire" and "peeled; delaminated; jaw" were confirmed . The lot # 3000340211 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that at the later part of the vessel harvest the clinician explained that the jaws of the vasoview hemopro 2 came apart. The wire was noticed as hanging down and the jaws were failing. Both jaws and the heater wire are not intact. There weren't any components of the device that detached into the patient so no retrieval was needed. At this point the clinician got a second device and completed the procedure without further incident. There was no patient effect.